Event description:
It was reported an issue with dafilon suture. The customer reported that on (B)(6) 2023, required partial penetrating keratoplasty combined with extracapsular cataract extraction (ecce) and intraocular lens implantation (iol) in the right eye due to bullous keratopathy in the right eye. At 11:30 during the surgery, the suture broke when the corneal graft and implantation bed were sutured. At 11:35, the suture was removed and then resutured. This event resulted in an increase in the number of incisions sutured and increased operative time. No further information received.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch, regarding the same issue, that was closed as not confirmed after the analysis as no samples were received. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. No samples received for analysis. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing records: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling b. Braun surgical specifications. Conclusion of root cause analysis: it has not been possible to determine the root cause. Final conclusion we will close this complaint as not corresponding as no further analysis can be done. It has not been possible to determine the root cause because closed samples not received. If closed samples are received in the future, we will re-open the case received in the future, we will re-open the case. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.